Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion, and a battery depletion code was recorded. Data analysis confirmed device is depleting prematurely. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.